Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that device failed to boot during clinical use; power issue suspected on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.